Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up (pmcf) survey that following use of the 60813 surgical ablation pen at an unspecified time the patient experienced the following, pericardial effusion or tamponade. The customer stated that the adverse event was directly related to device itself and required further medical or surgical intervention.